Event description:
The iab was inserted into the pt on 12/21/96. After iabp for several hrs, the pt stood up and the "rapid gas loss" alarm sounded several times from the system 97 pump. No blood was noted in the tubing. The iab was removed on 12/21/97. Event complications: unk - rpt'd 12/27/96; none - rpt'd 1/31/97. Pt current status: unk - rpt'd 12/27/96, 1/31/97.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. Visual examination revealed the entire extracorporeal tubing to be absent from the y-fitting. Underwater leak testing revealed no leaks in the returned portion of the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta (after a laboratory extracorporeal tubing was attached to the y-fitting). The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned portion of the iab. Probable cause of difficulty: it was not possible to determine the cause of the rpt'd difficulty based on the event description and examination. A false balloon leak (indicated by the pump alarm) or excessive alarms may be attributed to one or more of the following: the pump detected condensation or blood within the line (perhaps from a previous balloon leak). There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. The iab catheter kinked either within the pt or outside the pt. This kinking may have inhibited the flow of gas into and out of the balloon membrane during iabp causing the pump to sense a loss of gas. The pump needed servicing. Having the opportunity to have examined the entire balloon catheter may have provided some additional insight into the encountered difficulty. Although conjectural, a leak in the unreturned portion of the device may have contributed to the rpt'd leak alarms.